Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / abdomen pain") in a 26-year-old female patient who had essure (ess205) (batch no. 508291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included gravida ii and parity 3 ((B)(6)1997, (B)(6)2001, (B)(6)2004). Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6)2006 to (B)(6)2017 for birth control. On (B)(6)-2006, the patient had essure (ess205) inserted. On (B)(6)2006, 1 month after insertion of essure (ess205), the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), back pain ("severe back pain / lower back pain"), pelvic pain ("pain - pelvis") and rash ("rashes or skin conditions"). On (B)(6)2006, the patient experienced menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6)2006, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), vision blurred ("vision/eye problems- type: blur vision") and weight increased ("weight gain / loss- specify which one: weight gain"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), migraine ("migraine headahes") and headache ("headaches"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia, headache, pelvic pain and vaginal haemorrhage had resolved and the rash, nausea, vaginal discharge, fatigue, vision blurred and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: she was forced to undergo this major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo an essure reversal procedure to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Pfs- she did not claim that essure worsened a previously existing injury/condition. Patient underwent tubouterine implantation with removal of essure coils. Current weight : 175 lbs. She did not allege that essure caused birth defects diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6)2018: events- "headaches, pain ¿ pelvis, rashes or skin conditions, abnormal bleeding (vaginal), nausea, vaginal discharge, fatigue, vision/eye problems- type: blur vision, weight gain / loss- specify which one: weight gain, did you undergo an essure confirmation test? No", reporter, lot number, historical condition added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / abdomen pain") in a 26-year-old female patient who had essure (ess205) (batch no. 508291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida and parity 3 (B)(6) 1997, (B)(6) 2001, (B)(6) 2004). Concurrent conditions included weight normal. Concomitant products included medroxyprogesterone acetate (depo-provera) from1-jan-2006 to 9-feb-2017 for birth control. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, 1 month after insertion of essure (ess205), the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), back pain ("severe back pain / lower back pain"), pelvic pain ("pain - pelvis") and rash ("rashes or skin conditions"). On (B)(6) 2006, the patient experienced menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2006, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), vision blurred ("vision/eye problems- type: blur vision") and weight increased ("weight gain / loss- specify which one: weight gain"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), migraine ("migraine headahes") and headache ("headaches"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia, headache, pelvic pain and vaginal haemorrhage had resolved and the rash, nausea, vaginal discharge, fatigue, vision blurred and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: she was forced to undergo this major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo an essure reversal procedure to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Pfs- she did not claim that essure worsened a previously existing injury/condition. Patient underwent tubouterine implantation with removal of essure coils. Current weight : 175 lbs. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / abdomen pain") in a 26-year-old female patient who had essure (ess205) (batch no. 508291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included gravida ii and parity 3 ((B)(6) 1997, (B)(6) 2001, (B)(6) 2004). Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2006 to (B)(6) 2017 for birth control. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, 1 month after insertion of essure (ess205), the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), back pain ("severe back pain / lower back pain"), pelvic pain ("pain - pelvis") and rash ("rashes or skin conditions"). On (B)(6) 2006, the patient experienced menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2006, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), vision blurred ("vision/eye problems- type: blur vision") and weight increased ("weight gain / loss- specify which one: weight gain"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), migraine ("migraine headahes") and headache ("headaches"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia, headache, pelvic pain and vaginal haemorrhage had resolved and the rash, nausea, vaginal discharge, fatigue, vision blurred and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: she was forced to undergo this major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo an essure reversal procedure to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Pfs- she did not claim that essure worsened a previously existing injury/condition. Patient underwent tubouterine implantation with removal of essure coils. Current weight : 175 lbs. She did not allege that essure caused birth defects diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Most recent follow-up information incorporated above includes: on 21-feb-2018: events- "headaches, pain ¿ pelvis, rashes or skin conditions, abnormal bleeding (vaginal), nausea, vaginal discharge, fatigue, vision/eye problems- type: blur vision, weight gain / loss- specify which one: weight gain, did you undergo an essure confirmation test? No", reporter, lot number, historical condition added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and alopecia ("hair loss"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine and alopecia had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and migraine to be related to essure (ess205). The reporter commented: she was forced to undergo this major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo an essure reversal procedure to remove the essure devices, she has been left with abdominal deformity and severe large scarring incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.